Event description:
A damaged lead was returned.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3387s-40, lot# unknown, product type: lead. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of the lead (l/n v727701) found breached esc on the outer insulation of the lead body 8.1 centimeters from the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: v851361, product type: lead. Product ID: 3387s-40, lot#: v 727701, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 05-aug-2014, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 05-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the surgeon accessed the stimlock to add a rescue lead. They discovered the plastic coating on the existing lead was falling off. Impedances were tested and there were no issues. The lead was compromised. Impedance tests were taken and all circuits came back open. He pulled the lead and fragments from the patient. The issue was resolved. Additional information was received that the surgeon was attempting to revise the leads. Caller states that the surgeon broke one of the leads during the procedure and he tried to remove the other so that just the extension was left while determining if they should scan the patient at that point. Caller states then the surgeon decided to remove the extension and the implanted neurostimulator and planned at that point to start with a new deep brain stimulation system. Additional information was received. The rep is returning the lead. The surgeon was adding 2 additional leads to improve patient management.  He was attempting to use the same burr hole when he discovered an issue with both leads.  Prior to surgery the deep brain stimulation system checked out fine, no impedances.  When the visible damages were observed he requested to check impedances again resulting in errors.  He decided to abort the procedure after removing both existing leads.